Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of death.

Event description:
Patient's fiancé contacted dexcom on (B)(6) 2016 to report that the patient passed away. Patient's fiancé stated that on (B)(6) 2016, he called the emergency medical team (emt) and the patient was announced dead at the scene. Patient's fiancé declined to provide further event details but did state that the patient had previously been in the hospital, for an intestinal infection, for approximately 6 days. Patient was released on the 6th day and went home. The patient was not wearing the continuous glucose monitoring device at the time of death. There was no alleged device malfunction. A cause of death was not reported. A certificate of death was not provided. No additional event or patient information is available.